Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open abdominal hernia procedure, the mesh got ripped at the middle after the patient coughed and heard a "pop". It was noted that the size of the defect was less than 13.8cm x 17.8cm. The wound was closed with a suture as a fixation system around the mesh. The patient was taken into surgery again to remove the damaged mesh. The second surgery was performed a day after the original procedure. It was noted that the surgical time was extended 30 minutes or more due to the product problem. The patient was to be discharged but due to the incident and second surgery, the patient is still admitted to the hospital resulting to a longer hospital stay.